Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2014 at 14:25:48. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.